Manufacturer narrative:
The microscopic examination showed thread was torn appr. 5 cm from the cap. Due to the present damage pattern, it is possible that the thread was wrapped around the ftrd grasper during insertion into the working channel. When turning the handwheel, the thread tension increase up to breakage, thereby the clip cannot be moved forward and remained on the cap. The review of the related quality records of the manufacturing lot showed no abnormalities. In conclusion, the failure root cause is seen as a procedural complication due to non-deployment of the clip before snaring in the sense of a use-sequence error. The risk of causing a perforation is listed in the instructions for use. It is addressed in the user trainings, to verify successful clip application before resection of the target tissue. Note: this report is a retrospective submission of complaints from the year 2024.

Event description:
During an intervention in the proximal ascending colon to remove a recurrent adenoma, clip deployment was mistakenly assumed. Correct clip application was not visually controlled, and the target tissue was subsequent resected. The resulting perforation was closed with otsc. The patient was hospitalized over 3 nights for observation.